Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 404 mg/dl. The customer stated that they were admitted to the hospital due to the high blood glucose, but the customer did not provide the admission date and time. The customer was treated for the high blood glucose with insulin. The customer stated that the doctor took the customer off the insulin pump. The customer did not troubleshoot and did not send the product back for analysis.